Event description:
The clinician reports the implant was inserted on (B)(6) 2022 in ada 18. On (B)(6) 2026, loss of osseointegration was verified. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.